Event description:
It was reported that during a sleeve gastrectomy, on the second firing, using a green load with seamguard buttressing the jaws were upside down during firing. There were no staples on the right side (patient-side) and on the remnant side the staples were deployed as intended. There was significant bleeding and the doctor hand-sewed to complete the case. It is unknown how much blood was loss. The patient did not require a blood transfusion.

Manufacturer narrative:
(B)(4). The analysis found that one cartridge reload was received for analysis. The reload was received left side fully fired, right side outer row fully fired and the right two inner rows partially fired. In addition the returned reload was disassembled to verify the condition of the internal components; the one piece sled, cartridge body and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:on the second firing of the stapler reload with seamguard, the cartridge only fired on one side of the cut line. This caused some bleeding on the remnant portion of the stomach. The surgeon closed this portion of the stomach by sewing. The procedure was completed using five (5) additional green reloads with seamguard.